Manufacturer narrative:
Patient information was not provided. Livanova deutschland manufactures the centrifugal pump 5. The incident occurred in (B)(6). Livanova deutschland requested the processor board which was replaced by the customer himself back for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a centrifugal pump 5 display became unresponsive and the erc and the pump could not be controlled anymore during procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova deutschland requested the cp5 control panel for further investigation. However, the customer performed its own service activity and replaced the cpu board of the unit. Neither the panel nor the replaced cpu board have been made available for return. Since the parts have not been made available for investigation, it is not possible to assess the exact root cause of the reported issue. However, according to the customer, the reported problem could be due to an accidental fluid ingress into the panel, since the customer reported that evidence of fluid intrusion has been found during the replacement of the cpu board.

Event description:
See initial report.